Event description:
Device malfunction: filter basket recovery issue. Time of device malfunction: during the procedure. Symptoms/ ae: none. It was reported that during recovery of the filter basket recovery catheter 1 failed to cross the lesion. The physician used recovery catheter 2 and successfully removed the filter basket. There were no patient injury or adverse effects reported. No additional information available. Event.